Event description:
Handpiece overheated during a wisdom tooth extraction procedure and patient received a burn injury to their lower right lip. Patient was under local anesthesia at the time of the injury. No complications or need for additional medical attention have been reported.